Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that he was hospitalized for hyperglycemia of "hi" mg/dl due to insulin leakage from the infusion sets. The insulin leaked near his infusion site. Patient was admitted to the hospital for 2-3 days due to hyperglycemia and for an infection that was not related to the infusion device system. Normal blood glucose is 80-150 mg/dl. The infusion needle is used for 1-2 days before the leak occurs, and the infusion sites are typically located on the left side of his abdomen. Patient can smell insulin and feel that the infusion set adhesive is wet. Alleged infusion set was discarded after use. Product was replaced with a different type of infusion set. Several attempts were made to follow-up with patient, and these attempts were unsuccessful.